Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was reported that the valiant navion was relined from the proximal edge into the non-medtronic fenestrated graft. The intervention was successful with no endoleaks observed on angiography and no parts of the stent graft left uncovered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Three valiant navion stent grafts were implanted during the endovascular treatment of a 65mm thoracic aortic aneurysm. An endurant stent graft limb was implanted 4 years post the index procedure to extend an existing non medtronic limb. It was reported approximately 4 years post the index procedure, review of CT imaging showed that the proximal valiant navion graft v nmf3731c173tu appeared to have a stent fracture with a corresponding type iiib endoleak. Per the physician the cause of the stent fracture and endoleak is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received : corelab review of CT imaging approximately 4 years and 7 months post-index procedure ) identified a type iiib endoleak and stent ring enlargement of +3mm in ring 3 and stent ring migration of +3.1mm in ring 4. No aortic enlargement was noted. The maximum aortic diameter was 70.4mm. The CT was not evaluable for fracture due to device overlaps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.